Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim low audio output on (B)(6) 2015. Patient tested the alert functionality and reported alerts were muffled. Patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).